Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, cloudy effluent, and diarrhea coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were reported to be ongoing. The patient was recovering from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.